Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had a crack in the battery compartment, and the patient was experiencing intermittent power interruptions. The patient had blood glucose levels of 284 mg/dl and 326 mg/dl, no ketones, was thirsty, tired, had polyuria, and difficulty waking up. During troubleshooting, customer support found the battery cap had never been replaced. This complaint is being reported because the power issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 1/22/15. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: an unexplained por occurred on (B)(4) 2014 16:45; deliveries never resumed. Unexplained por observed on (B)(4) 2014 21:35; when pump was powered back on the time was set incorrectly to 09:46 and date was set to (B)(4). Unexplained por observed on (B)(4) 2014 11:37; insulin deliveries resumed at 22:47. Battery cap and cartridge cap were not returned. A new test battery cap was able to carefully attach to the pump and was used with test cartridge cap to complete 24hr duration testing; no por¿s were duplicated.. The tdd¿s add up correctly. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately the pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, the display screen observed to have a pinkish contrast and battery compartment is cracked from bumper pad to cover and cracked from threads to bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).